Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was stuck on initializing screen/ does not boot completely. Functional testing could not be performed because receiver stuck on initializing screen. The case was opened for internal inspection and passed. The flash memory chip (u8) has been corrupted. The reported event that the receiver ceased to function was confirmed due to defective u8 component. A root cause could not be determined.